Manufacturer narrative:
Method: (testing not performed). Results - (product not returned). Conclusions - no eval will be performed.

Event description:
Customer reported 7-10 pts, of 50 pts total, developed blistering, redness, and itching following microphlebectomy procedures. Reportedly, one pt had blisters and 6-9 pts had redness in the cbt applied area, about half of the 7-10 pts were treated prophylactically with keflex and all of the 7-10 pts were treated with either an otc or prescription hydrocortisone. If additional info is received, a supplemental MDR will follow.